Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number. Add'l info from the 2nd report: (B) (6) (B) (4)

Event description:
The placement was difficult, the nurse had to maneuver the PICC line and the sherlock. Then the sherlock was removed to recalibrate. PICC line was then placed with placement reading fine. X-ray showed a piece of wire in the chest area. The cardiologist snared the wire from an artery off the lung. Add'l info from user facility: previous chest x-ray normal. PICC line placed appropriately on (B) (6) 2010. F/u chest x-ray showed 1.5 inch long metallic material noted in left chest. A 1.5 inch long metallic linear piece removed from the distal artery which may correlate with the end of the stylet used to place the PICC line. When the catheter was introduced, there was no clear indication on tls screen that the tip was at the desired location, the svc. The wire was removed and user attempted to flush, but it would not flush. The PICC with the wire within, was pulled back 5-6 cms and readvanced with confirmation on tls that tip location appeared to be svc. No changes or complications noted in infant.